Event description:
Plaintiff's lawyer reported that patient allegedly was implanted with a cl medical I-stop (lot incorrect, ref. Unk). Patient complained about erosion, infection, pain, urinary tract infections and continued incontinence following revision.